Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose was 500 mg/dl with nausea. It was report the pump alarmed once at random for a call service 064 alarm. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they remained on pump therapy. This complaint is being reported because the alleged hyperglycemia was attributed to a reported pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.